Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Several attempts have been made to obtain clinical/medical documents. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient had a journey knee implanted in 2008 and due to joint instability and swelling, a revision surgery is scheduled on (B)(6) 2018 to replace the tibial insert.

Manufacturer narrative:
The affected journey articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that burnishing and scratching is seen on the articulating and non-articulating surfaces of the insert., deformation is noted on the anterior side of periphery of the post. There were no observations of material or manufacturing deviations in the course of this investigation. A review of complaint history for the part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.